Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Tandem customer technical support instructed customer to replace the transmitter and connection was subsequently regained. No additional patient or event information was available.